Event description:
The complainant reported that a vaxcel implantable port was implanted in a paraplegic male patient. The physician reported that this patient "uses his upper body extremity quite vigorously to get around in his wheelchair." A contrast study was performed on the patient's implanted port at which time a catheter leak was observed. The patient's port was then explanted from the patient. Upon removal of the device the physician observed a longitudinal crack in the device tubing, located "likely close to where it goes below the clavicle" and 1 to 2 inches past the port. The port was intact. The physician cut the tip of the catheter and sent it for cultures as there was some concern of infection. The physician reported that another device was successfully implanted in the patient. Attempts to obtain results of the cultures performed on the tip of the catheter have been unsuccessful.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.